Event description:
Dealer states the unit was bent in transit, and does not look like the box was damaged. No further information provided.

Manufacturer narrative:
This product is manufactured by both invamex and aquatec. Unable to identify the specific manufacturer so will file to aquatec.